Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial/lot#: (B)(4), ubd: 26-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1268 mcg/day via an implantable pump for intractable spasticity. It was reported that the event occurred during a procedure. The surgeon had difficulty disconnecting the catheter from the pump. The silicone covering was sliding around the metal portion inside the connection point. They attempted different ways of removing the catheter. The physician was eventually able to disconnect and found there was some material inside the catheter that was causing the problem. The catheter was partially explanted. Four centimeters of the pump segment of catheter were disconnected and replaced with 4 cm of a revision catheter. It was noted that the physician determined that the catheter did not need to be returned to the manufacturer and refused return. The issue was resolved, and the patient was without injury regarding their status as of (B)(6) 2020. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The patent¿s weight and medical history were requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8784, lot#/serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the pump was replaced due to end of life. The material in the connector was unknown but was assumed to be tissue.